Manufacturer narrative:
One 4.75mm healicoil rg sa inserter was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The driver tip tabs have both been broken off and were not returned for examination. Clinical details were provided that stated a 3.8mm tapered awl was used to prepare the insertion site. The proper instrumentation for site preparation for this anchor is a 4.75 mm threaded dilator.

Event description:
It was reported that a broken metal tip was found, it could not be removed. 3.8mm tapered awl was used for prep hole. 60 minutes delay was reported.